Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had failed battery, multiple pump errors and blank display. The customer¿s current blood glucose level was 105 mg/dl at time of incident. The customer stated that while calibration and got battery failed and then turned off. It was also stated that the pump alarmed with replace battery now. The self- test was performed pump failed test. The customer was advised to revert to backup plan per health care professional instructions. The customer was advised to place the pump in storage mode and removed battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the full functional test including the displacement, rewind, prime, seating, basic occlusion and force sensor tests. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss alarm or failed battery alarm noted during testing. However, format history file analysis confirmed pump error 53 due to software error. Format history file analysis confirmed pump error 63 due to poor solder joints ambient light sensor on keypad assembly. The device was received cracked retainer, minor scratched display window and scratched case.